Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: unavailable.

Event description:
It was reported by the sales rep via cst during a rotator cuff repair procedure the surgeon was using a self-punching anchor and as he was tensioning a #2 orthocord, the suture snapped. It is suspected to be tangled in the anchor inserter which caused the suture to break. No patient consequences or surgical delay was reported. The device will not be returned for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that there was an approximate delay of five minutes which was as long as it took to pass another orthocord and use a different anchor. It was reported that there was no patient consequence or impact to the user. It was reported that the case was completed by the surgeon using a different anchor. It was reported that an alternative product was readily available. It was reported that there was no surgical intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: upon complaint review, it was determined that the UDI was inadvertently missed on the initial report. Therefore, UDI: (B)(4). Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that investigation summary : the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l31395), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device lot number (6l31395), and no non-conformances were identified.